Manufacturer narrative:
(B)(4). As per dfu for this lens model, vticls are contraindicated for patients over (B)(6)years of age and with an anterior chamber depth (acd) below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.0/82 diopter, in the patient's left eye (os) on (B)(6) 2016. The surgeon noticed low vaulting and lens opacity (asco) early postoperatively. The lens was exchanged for a longer lens of a different model and diopter and the problem was resolved. On (B)(6) 2016, patient's post-op best-corrected visual acuity was 20/14 (better than preoperative).

Manufacturer narrative:
The lens was returned scotched on a paper. Visual inspection found the haptic broken and foreign material on lens surface (fibers and rest of scotch). It was necessary to rehydrate because the lens was returned scotched. (B)(4).